Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient could not connect to the implantable neurostimulator. This is the second programmer that the patient was not able to connect with, and the family member thought the issue to be related to the ins and not the programmer. The family member stated that they made an appointment with the healthcare provider (hcp), but the patient pass away prior to the appointment. It was clarified by the family member that the death was not related to the device. The family member wanted to know where they can return the programmer as well as donate the other programmer. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.